Event description:
Surgeon reported that following an acdf at c5-c6 spine levels that the c6 screw had backed out approximately 2 mm. Symptoms that prompted the surgery continued post-operatively despite confirmation of construct integrity immediately following surgery. During follow-up visit, the loose screw was noted. Revision surgery occurred and entailed placement of a different plate assembly and larger interbody implants.

Manufacturer narrative:
(B)(4). The pt was reported to have fallen immediately following initial surgery. The c5-c6 disc space shows some subsidence of the interbody implant into the c6 vertebral body. These factors may have contributed to the reported event. Revision surgery was conducted (B)(4) 2011. Explanted construct was discarded by the user facility. The root cause is unknown. Labeling review notes the following: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture, or loosening of implant component(s)...".